Event description:
It was reported while using bd¿ home sharps container, 1.4 quart the sharps pierced the wall. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported caller thought he could insert a eppe pen into the sharps container. Plus remove the needle from the eppe pen according to the directions on the box as he read it.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
The manufacturing location for this product is premuim plastic solution (pps). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ home sharps container, 1.4 quart the sharps pierced the wall. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported caller thought he could insert a eppe pen into the sharps container. Plus remove the needle from the eppe pen according to the directions on the box as he read it.